Event description:
It was reported that the customer received a button error alarm from his insulin pump during a bolus. The customer's blood glucose level was 115 mg/dl. Standard troubleshooting was performed. The customer stated the insulin pump may have been exposed to moisture damage from steam. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product has been returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump had no button error alarm noted. Act button did not respond due to corroded keypad trace. No moisture damage on electronics noted. Pump received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).